Event description:
During a deployment where the subject was not resuscitated, the user was questioning the non-shockable decision from the AED.

Manufacturer narrative:
(B)(4). Currently pending evaluation of the incident.